Event description:
The report received indicated that when the physician shaped the tip of the atw guide wire, the physician found a deformation at the coiled tip coming off from the shaft. Further info described the problem on the device as "a gap between the part of the coiled tip and the shaft of the wire. It was indicated that a part of the coiled tip was separated from the shaft. Therefore, there were no attempts to use the device in the pt and the physician exchanged the device to a different guide wire. The intended procedure, treatment of a lesion in the left anterior descending artery, was finished successfully.

Manufacturer narrative:
Please note that the prod is not available for eval. Add'l info will be submitted within 30 days upon receipt.